Event description:
The customer reported a coulter lh 780 hematology analyzer generated erroneous high eosinophil (eo) results without suspect messaging for three patient samples between (B)(6) 2014. This MDR reports the results generated on (B)(6) 2014 for patient 1. The customer provided instruments printouts for patient 1 results. Review of the results indicate that the instrument generated erroneous low neutrophil (ne), erroneous high lymphocyte (ly), and erroneous high eo results without suspect messaging when compared to manual slide review; the manual slide review is considered correct. There were no erroneous results reported out of the laboratory. There was no impact to patient treatment in connection with this event. All quality control (qc) results before and after the event were in acceptable range.

Manufacturer narrative:
Raw data was collected and indicate that the algorithm classified some of the neutrophil events as eosinophils though the cause could not be determined with the provided information. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse did not find an instrument malfunction, but cleaned the flow cell and laser as part of troubleshooting. All controls were within range. The fse noted fluctuations in laboratory temperature and recommended that the laboratory stabilize its ambient temperature. The cause of erroneous results could not be determined with the supplied information. All mdrs associated with this event: 1061932-2014-02884, 1061932-2014-02885.